Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. On investigation, the device was received and the reported lot number was not confirmed as the packaging was not returned with the device. On visual/microscopic inspection, the coil delivery wire was seen to be kinked. The delivery wire was returned with the coil detached. There was no coil returned. Functional test not carried out as the coil had already detached and coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a non-stryker microcatheter (piolax / lighthouse) was used, the premature detachment occurred while advancing the coil from the tip of the microcatheter to the targeted site, and the coil delivery wire was used to push the detached coil to the coil mass to successfully complete the procedure. During analysis, the coil delivery wire was found to be kinked/bent and was returned detached from the main coil. The main coil was not returned as it was embolized at the target site during the procedure. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) 'main coil prematurely detached/separated during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is possible that the delivery wire was kinked due to additional force applied when it was used to push the prematurely detached coil from the microcatheter to the target site. An assignable cause of handling damage will be assigned to the aa 'coil delivery wire kinked/bent' since this issue is due to handling of the product during the clinical procedure.

Event description:
It was reported that a coil embolization procedure was performed in pediatrics for mapca (major aortopulmonary collateral arteries) case. During the procedure during embolization of targeted artery while advancement of the subject coil from tip of the microcatheter to the targeted site, subject coil detached prematurely in the non-stryker microcatheter and with a subject coil delivery wire the physician pushed the prematurely detached subject coil to the targeted site. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that a coil embolization procedure was performed in pediatrics for mapca (major aortopulmonary collateral arteries) case. During the procedure during embolization of targeted artery while advancement of the subject coil from tip of the microcatheter to the targeted site, subject coil detached prematurely in the non-stryker microcatheter and with a subject coil delivery wire the physician pushed,the prematurely detached subject coil to the targeted site. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.